Event description:
The customer reported being hospitalized due to ketones and high blood glucose over 600 mg/dl, and he was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several no delivery alarms. Checked the bolus history and noted that an entry for 4.6 units, but it stopped at 0.4 units, when the customer had programmed 5 units. Assisted the caller to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. Instructed the customer to remove the cannula, and it was not bent, but it was occluded. Suggested the customer change the entire infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.